Manufacturer narrative:
(B)(4). Analysis of the carrier found no significant anomaly, but it was noted the stim carrier shaft was stretched.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implantation of implantable neurostimulator (ins) the tunneling tool was inserted and the tube with the tip was removed. It was noted that the doctor tried to place the two connectors of extension in the carrier of tunneling tool but found the space between the two connectors was too small. It was noted that it was "impossible" to place them into the carrier. It was further noted that another extension model was used.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.